Event description:
Medical affairs was unable to get a hold of patient and will be sending them a letter. Patient called to report that their surestep meter had been giving them inaccurately low readings, which resulted in hospitalization. Patient obtained a low blood glucose reading of 17 mg/dl and two hours later lab result showed 600 mg/dl. Patient was treated with IV (unknown of any other treatment given). Patient was in the hospital for four days. Patient has never cleaned their meter or has done ctrl. Sol. Test. Test strips have not been opened for more than four months. Ccr replaced patient's meter.